Event description:
A malfunction alarm was reported without any notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was informed to continue using the pump and to call back if any malfunction code recurs.